Event description:
Add'l info received from reporter on 05/29/2019 for report mw5084905. Reporter added email to report.

Event description:
Patient called to report problems with charging his pain neurostimulator. Patient stated he has been unable to charge the battery to his device for a week now, he believes there is an issue with the remote finding the device when placed near it to charge, as instructed. Patient said he contacted the rep. Who agreed it sounded like an antenna contact problem with remote and referred him to contact the company. Patient said after he finally got in touch with the company, he was told they don't have any antenna's in stock, but will send him one for free when they came in. Patient is upset with how the company handled his issue and feels they should have a 24-hour number to help patients. Patient said he feel "left in the dark" by the company and is left with a dead stimulator that is unable to charge, which has caused him to need to take pain pills again.